Event description:
On 7/12/94, dye study of recently inserted double lumen catheter revealed "side holes" in catheter. Catheter inserted on 7/9/94. This catheter does not have side holes. Another dye study was done after pt continued to complain of burning with IV nafcillin, the catheter tip was in the left brachiocephalic vein. A thrombus was present 3 cm x 1 cm. The catheter was saved to study secondary to mention of "side holes" on first dye study. Event date shown as 7/9/94 to 7/12/94.